Manufacturer narrative:
Internal complaint number: (B)(4). Device evaluation determined that the pump primed and flowed within specification.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced overdose symptoms and unconsciousness during a refill appointment due to a potential pocket fill. The patient was administered narcan, which was effective. The pump was subsequently explanted.